Event description:
During a service call, the field service engineer (fse) detected a slight fluorine odor after opening the optics module cover. There was no patient or user impact/injury associated with this event.